Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient has been having problems with the controller. Patient clarified and stated that when she goes onto the controller screen to see what numbers she has device at settings are changing by itself. Patient stated before the settings were going higher; like when she has it at 2.1v it would go up so 3.3v by itself. Patient stated now the settings were going to 0.0v by itself. Patient stated they were currently at 3.5v. Patient stated she noticed yesterday and also this morning of this report that she was in a lot of pain and should have been and so when she looked, her settings was at 0.0v. Patient confirmed she has adaptive stim. When asked if this issue she is reporting occurs with positional changes. Patient stated when settings change to 0.0v she was just sitting down on her couch watching tv and was in pain and noticed it had changed to 0.0v. Patient then stated when she noticed that it had changed to 3.5v she was sitting. Patient said last night and this morning from this report she was laying down and it also went to 0.0v. Checked with patient and patient confirmed that programmer showed group b and program 1 and intensity was at 3.5v. Patient also confirmed that adaptive stim was on. Patient check positions and patient confirmed the following: sitting upright-0.0v, laying on back-2.1v, laying front(stomach)-2.0v, laying left side-2.0v, laying right side-2.7v, standing upright-3.5v, reclining(pt leaned forward)-2.1v. Had patient turn adaptive stim off to see if the number change. Patient confirmed intensity still showed 3.5v when she changed position. Had patient turn adaptive stim back on and reviewed that patient may have to follow up with health care professional (hcp) to get her settings checked. Patient noted that she went to her pain management doctor on (B)(6) 2017 and stated the and stated a manufacturing representative (rep) met her at the appointment and was trying to do something with the controller to fix it. It was reviewed that the controller seems to be functioning as designed and maybe an issue with her settings. Patient stated she has another appointment with the hcp on (B)(6) 2018. No further patient symptoms or complications were reported in this event.